Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was inspected, a 0.08-inch long tear was present in the silicone segment directly below the upper fitment. No other damages or issues were noted with the set. The set was primed and fluid leaked from the tear in the pump segment. Pressure testing was performed; leakage from the tear was confirmed. No other areas of leakage were identified during testing. The cause of the reported leak was a 0.08-inch long tear in the silicone segment; however, the root cause of the tear was not identified.

Event description:
Customer reported fluid leaked from the tubing during an infusion. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.